Event description:
A customer contacted beckman coulter inc. (Bec) and reported of getting bus voltage errors and a burning smell. The issue is associated with the unicel dxc 800 pro synchron clinical system. No injury was reported in connection with this event.

Manufacturer narrative:
A customer technical support (cts) has customer to reboot the instrument and this resolve the issue with burning smell and bus voltage errors. Bec service was not dispatched for this event. A clear root cause for this event is unknown. (B)(4).